Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, a plastic part of the blade tip was broken off when the device was assembled. But no pieces fell into the patient and no pieces were left inside the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p94a6d. Investigation summary: the device was received with the blade outer sheath cracked at the torque wrench area. In addition, the blade tip was not broken off as reported by the customer. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this did not allow for the use of the torque wrench when trying to assemble and disassemble the device to the handpiece. No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.